Event description:
Nobel biocare USA has received a report of an implant osseofailure: the implant returned for this report is not a nobel biocare implant and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implant is manufactured by biomeulmplant innovations inc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).